Event description:
Boston scientific received information that this system was exhibiting left ventricular (lv) impedance measurements between 1000 ohms and 2000 ohms and had now exceeded 2000 ohms in true bipolar configuration (tip to ring). The configuration was reprogrammed to tip to right ventricular (rv) coil and ring to rv coil which produced measurements of 458 ohms and 467 ohms respectively. The caller will leave the lv lead configured tip to can configuration and will perform threshold and stimulation testing. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating a fracture of this lead is what resulted in the out of range impedance measurements and no pacing output. The caller expressed concern regarding a revision procedure in regards to complications and procedure time as the patient previously had some stents placed that resulted in clotting and a heart attack. A revision procedure was performed and this lead and the associated device were removed from service. No additional adverse patient effects were reported.